Manufacturer narrative:
(B)(4). Method: the complaint mr850agu respiratory humidifier was returned to fisher & paykel healthcare service center in (B)(4) for inspection. It was performance tested for the reported fault. Results: no fault was found with the returned humidifier. It functioned normally during performance testing. Conclusion: the reported fault could not be replicated as the returned humidifier functioned normally during testing and passed the performance check. Following the testing, the subject humidifier was returned to the customer.

Event description:
A healthcare facility in (B)(6) reported that an mr850agu respiratory humidifier gave a "too high heating output." It was also reported that there was "too much condensation occurred by an ambient temperature between 16-20°c." No patient consequence was reported as a result of this incident.